Manufacturer narrative:
The device was returned for analysis. The reported suture break was confirmed as a link break and needle to cuff miss. A review of the manufacturing records identified no manufacturing nonconformities. Femoral imaging results noted calcification was present at the access site. It should be noted that the electronic proglide instructions for use (eifu), states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The two additional proglide devices referenced in are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery (rcfa) using the pre-close technique via a 6f sheath hole prior to a abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the suture broke for the first proglide. Two additional proglides were attempted but the sutures also broke. The suture of four proglides (2 on rcfa and 2 on the left common femoral artery (lcfa) were successfully replaced prior the procedure. The sheath was upsized to a greater than 8.5f sheath and the procedure was completed. The suture of four proglides (2 on rcfa and 2 on lcfa) were successfully used to achieve the hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.